Event description:
It was reported that a revision surgery of the insert was performed due to an impingement of the tc-plus knee prosthesis (bone/implants) and independently due to a loose tibia fixation screw hanging in the loss protection (not freely floating). No signs of loosening on the implant-bone bond was identified.

Manufacturer narrative:
It was reported, that a revision surgery was performed, due to loosening of a screw. The screw and insert, used in treatment, were removed and returned to s+n for evaluation. The production documentation was reviewed, however there were no deviations from the standard procedure found. The visual analysis revealed minor signs of use on the surface of the insert. The thread of the screw meets specification, and works as intended. According to the surgical technique (lit no.: 1702-e ed. 04/09), the screw of the insert has to be tightened with a hex screw driver. Loosening of a component is a possible side effect (according to IFU lit. No. 12.24 ed. 07/10). The risk of a loosened screw is covered through our risk management. There was one further complaint reported for the part in scope, however the two parts are not of the same batch. Functional tests have shown that the screw does not become loose within 200000 cycles of vibration with four different frequencies. Three x-rays, were received for the medical investigation. An assessment could confirm that the screw is not tightened anymore. Therefore the reported failure mode can be confirmed. Operative reports were recently received and their review are still outstanding. E1

Event description:
It was reported that a revision surgery of the insert was performed due to an impingement of the tc-plus knee prosthesis (bone/implants) and independently due to a loose tibia fixation screw hanging in the loss protection (not freely floating). No signs of loosening on the implant-bone bond was identified. Devices were returned to manufacturer for evaluation.

Manufacturer narrative:
Results of investigation: it was reported, that a revision surgery was performed after 16 months in vivo, due to loosening of a screw. The screw and insert, used in treatment, were removed and returned to s+n for evaluation as well as medical documentation. Additionally, several x-rays were received for investigation. A medical assessment could confirm that the screw was initially in place after implantation. However, x-rays taken before the revision surgery confirm that the screw has loosened. Furthermore, the patient's massive scarring cannot be ruled out as a contributing factor to the reported impingement and pain. The visual analysis revealed minor signs of use on the surface of the insert. The thread of the screw meets specification, and works as intended. In the past, functional tests have shown that the screw does not become loose within 200'000 cycles of vibration with four different frequencies, if completely tightened. According to the surgical technique (lit no.: 1702-e ed. 04/09), the screw of the insert has to be tightened with a hex screw driver. Loosening of a component is a possible side effect (according to IFU lit. No. 12.24 ed. 07/10). The risk of a loosened screw is covered through our risk management. The production documentation was reviewed. There are no indications that the device failed to match specification at the time of manufacturing. There was no further complaint found for the batch in scope. One further complaint reported for for the same size of insert. The root cause of the loose screw on the tibial component cannot be determined after the conducted investigation. However, it cannot be evaluated if the screw was completely tightened during the initial surgery. Based on the conducted investigations no indications were found that the device or the device family would not function as intended. Smith and nephew will monitor this device for further similar issues. The devices will be retained.

Event description:
It was reported that a patient with a tc-plus knee prosthesis is experiencing an impingement and has a loose tibia fixation screw hanging in the loss protection (not freely floating). No signs of loosening on the implant-bone bond. A revision is planned for (B)(6) 2020.